Event description:
It was reported that a spectrum pump keypad had an inoperable keypad (power button). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. The device evaluation confirmed the malfunctions. It was observed that when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.